Event description:
Talent and aneurx stent graft systems were implanted for the endovascular treatment of a 7.8 cm diameter abdominal aortic aneurysm. The patient had 2 cm of very angulated neck. It was reported that on a follow up CT scan, the was a migrated abdominal aortic aneurysm device and a proximal type I endoleak. Per the physician, the cause of migration leading to proximal type I endoleak is unknown. No additional clinical sequelae were reported and the patient was fine. Image review analysis: review of a single drawing post-implant confirmed that a talent bifurcate had fallen into the sac. The infrarenal neck is currently severely angulated approximately 90 deg. The neck diameter is noted as 25 ¿ 26mm in diameter and 2cm in length. The current aaa diameter is 78 x 63mm. The exact cause of the migration leading to the proximal type I endoleak could not be determined from this single drawing. Pre-implant sizing was not available, and earlier post-implant and current films were also not available for return. It appears likely that the current severely angulated proximal neck may have contributed to the migration.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received for this case. The patient was treated for the migration and type 1 endoleak. It was reported that it was extremely difficult because of severe angulation in both the aortic neck and the left iliac. An endurant aui 32/14/102 was implanted; however, the tip capture retrieval was very difficult, and since the right iliac was occluded the physician had to go in through the right brachial to get a wire down and balloon the struts. Finally the physician successfully removed the top cap. An endurant 16/16/156 extension limb was implanted along with two aptus endoanchors on the outer curve and the inner curve. The final angiogram revealed that the endoleak was resolved.